Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, the device failed to detach from the esophagus. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for over 7 years. There was harm caused to the patient. The patient called back and reported severe pain 2 days after having the capsule placed. The doctor went in to remove the capsule using a cold snare and noticed what was described as a green/white caustic substance on the opposite side of the esophagus from the bravo capsule. A biopsy confirmed that the patient was diagnosed with severe erosive esophagitis associated with polarizable pill material. They were prescribed difulcan for the candida esophagitis, but the physician stated that the patient had no risk factors for candida. The device will be returned for investigation.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.